Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic back pain, chronic pelvic pain, abdominal pain, excessive weight gain, and excessive hair loss. Plaintiff has never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2016, underwent a partial hysterectomy to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a partial hysterectomy to remove her essure coils. The event is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the plausible temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and started to experience increasingly severe pain / chronic pelvic pain. Almost 4 years after insertion the plaintiff underwent a partial hysterectomy to remove the essure coils. The event is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, abdominal pain, back pain, pelvic pain, and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the plausible temporal relationship and the absence of alternative explanations, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since device removal was required. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, nickel sensitivity, joint pain, hair thinning, adenomyosis, vaginal bleeding, paratubal cyst, endocervical squamous metaplasia and cervicitis. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, medical device discomfort, menorrhagia, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016. As per medical records: history of multiple symptoms since the essure procedure back in 2012 that include pelvic pain, severe dyspareunia to the point where she felt as though she was being stabbed. In addition, she was having joint pains, hair falling out, and a positive nickel allergy test. Given the heavy vaginal bleeding that she was having with her cycles as well as all of this pelvic pain, I believe it is reasonable to proceed with hysterectomy to include bilateral salpingectomy with full excision of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. Laparoscopy - on (B)(6) 2016: admission diagnosis: 1. Chronic pelvic pain, 2. Severe dyspareunia, 3. Status post essure procedure in 2012, 4. Nickel allergy. Findings revealed approximately 6 to 8 weeks size uterus. There were normal ovaries bilaterally. The essure implants were noted to be in the correct position. Pathology test - on (B)(6) 2016: the specimen is labeled uterus with bilateral fallopian tubes and is a 77 gram uterus with the fallopian tubes attached bilaterally. The left one has a paratubal hydatid cyst of morgagni present measuring 1 cm and immediately proximal to the fimbria. Dissection reveals proximally within the fallopian tubes very thin spiraled wire-like foreign objects. Representative material is embedded in nine cassettes. Final diagnosis: 1. Superficial adenomyosis. 2. Secretory endometrium. 3. Endocervical squamous cell metaplasia. 4. Cervicitis. 5. Left para tubal hydatid cyst. Final histopathologic diagnosis was consistent with superficial adenomyosis and was benign. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Event "embedded device" was deleted (referred to histopathology procedure, essure coils were found to be correctly located). Hospitalization was selected as seriousness criterion for pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and embedded device ('material is embedded in nine cassettes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, nickel sensitivity, joint pain, hair thinning, adenomyosis, vaginal bleeding, paratubal cyst, endocervical squamous metaplasia and cervicitis. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, medical device discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, embedded device, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the specimen is labeled uterus with bilateral fallopian tubes and is a 77 gram uterus with the fallopian tubes attached bilaterally. The left one has a paratubal hydatid cyst of morgagni present measuring 1 cm and immediately proximal to the fimbria. Dissection reveals proximally within the fallopian tubes very thin spiraled wire-like foreign objects. Representative material is embedded in nine cassettes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information, patient race, medical history, product indication, event: material is embedded in nine cassettes, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.